Manufacturer narrative:
No black screen/intermittent blank display noted. The insulin pump was received with failed battery test alarm due to corroded battery tube. The insulin pump was unable to test for weak battery alarm due to failed battery test alarm. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was 62 mg/dl. The customer also reported that the device had a battery error, then lost power. During troubleshooting, the customer reported that she received the failed battery test more than twice. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.